Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. The device evaluation confirmed and reproduced the reported keypad issue. The on/off key was found to be inoperable caused by a failed keypad. It was observed that when any remaining functional keys are selected, an automatic output of the on/off key will occur following the selected key's function. The failed keypad was replaced. Baxter has initiated a CAPA to further investigate the issue.

Event description:
During baxter's functionality testing it was found that a spectrum pump experienced keypad issues. The customer subsequently provided information that the pump had been sent in for the same failure. It was also reported that there was no patient injury.